Event description:
It was reported the lead discontinued working in 2007 due to unknown reasons. The lead was removed and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned, analyzed and the inner insulation had breached metal ion oxidation (mio). It was noted that all conductors were distorted, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the inner, middle, and outer insulation had cosmetic metal ion oxidation (mio), the middle and outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched.